Manufacturer narrative:
Batch review performed on 24-aug-2020: lot 182986: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 23-aug-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional mplant involved: liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 185981. Batch review performed on 24-aug-2020: lot 185981: (B)(4) items manufactured and released on 25-sep-2018. Expiration date: 04-sep-2023. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability 1 year and 8 months after the primary surgery. The cause of the instability is unknown. The surgeon revised the cup and the liner. The surgery was completed successfully.